Manufacturer narrative:
The investigation of low pump flow has been completed. Based on the investigation, low pump flow was removed as a failure mode because the logs do not show any abnormal change in motor current and low pump flow occurrence for matching p-level outside when flow calculation was disabled as a result of the placement signal issue. Insufficient product was returned for evaluation. The returned pump was severed at the pump plug so only the cannula with catheter was inspected. Biomaterial was observed on the impeller.

Manufacturer narrative:
B5 revised to include additional information that was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28027. H6 revised to reflect the additional information that was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28027.

Event description:
During impella rp flex support, the patient experienced a substantial bleed during a line placement for dialysis. The patient's systemic heparin was discontinued and the patient was transfused with a unit of packed red blood cells. The following day, there were reported suction alarms and the p-level was lowered from 8 to 6 and the patient was transfused with an additional unit of packed red blood cells and 2 units of fresh frozen plasma.

Event description:
The user facility reported a patient with an impella rp flex required cardiac pacing. During support, the patient began having increased suction alarms and the central venous pressure (cvp) was much lower than it had been the previous day. Blood loss with line placement and continuous renal replacement initiation could have played a role. Given the patients hemodynamics, they elected to change impella flow to p6. However, the family decided to withdraw care and the patient expired. That there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for placement signal issue. The data logs confirm placement signal not reliable alarm and confirm suspected sensor drift. Placement signal was drifting down while pump flows drifted up before placement signal went out of range and flow calculation was lost. The pattern observed has been characterized as a sensor drift. The root cause of the placement signal issue was most likely due to sensor drift as evidenced by the pattern observed in the logs. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-28027. B7 other relevant history, including preexisting medical conditions updated. D4 expiration date and unique identifier (UDI) # corrected. D10 concomitant medical products and therapy dates updated. H4 device manufacture date corrected..

Event description:
The complainant also reported that there were alarms for placement signal not reliable. The pump was confirmed to be in good position, and the motor control was still pulsatile. There was no disruption of patient support due to the placement signal issue.